Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was ordered for replacement and the software needed to be reloaded. No further repair information is available.

Event description:
The customer reported that the system's saved images were mixed up. No pt injury was reported.